Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician placed a penumbra system ace 68 reperfusion catheter (ace68) in the target vessel, then advanced the psr3d through a velocity delivery microcatheter (velocity). However, the thrombectomy was unsuccessful. While attempting to pull the psr3d into the ace68, the physician experienced resistance and subsequently, the psr3d broke off from its delivery wire. The physician attempted to remove the detached piece of the psr3d using a snare device; however, it was unsuccessful. Therefore, the psr3d was left in the m1 segment of the mca. It was reported that there was no noted damage to the ace68 and the velocity. The patient was intubated and developed increasing signs of respiratory failure, and inability to handle secretions. The patient¿s family made patient comfort care and do not resuscitate. The patient expired from complications due to stroke in the hospice care. The physician was unable to confirm the relationship between the patient¿s cause of death and the psr3d.